Event description:
Reporter alleged glucose read 129 mg/dl at 8:52 am, 380 mg/dl at 11:50 am, and 460 mg/dl at 7:17 pm. It was reported a nurse tested cutomer's glucose in the evening, time provided as unknown, and measured a result of 30 mg/dl. Reporter stated being given orange juice and 911 was called where was then taken to the hospital, given an IV, and admitted to the hospital for one week. A request was made for the return of the subject device and replacement product was sent.